Event description:
It was reported that (6) devices were used during a colectomy. It was reported by the rep that the (3) tct75 devices would fire with original cartridge, but when reloaded with trt75, they would lock out and would not fire. None of these devices would fire a 2nd time. Another instrument was used to complete the case. There was no consequence to the pt. The devices were not returned.